Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual examination of the shaft revealed no damage; however, the tip showed some damage protruding from the inside of the tip. It looks to be that the tip had prolapsed out of the opening. The foreign material complaint was not confirmed; however, tip damage was confirmed. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a foreign matter was found on the guide catheter. A mach1 guide catheter was selected for use. A non bsc stent was implanted and upon withdrawal the balloon on the stent delivery system became stuck within the mach1 guide catheter and the stent delivery system was pulled forcefully. Eventually the delivery system was removed and it was observed that the balloon was broken. The mach1 guide catheter was then removed and inspected and damage was observed on the top of the device. A piece of plastic was also located within the mach1's opening. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a foreign matter was found on the guide catheter. A mach1 guide catheter was selected for use. A non bsc stent was implanted and upon withdrawal the balloon on the stent delivery system became stuck within the mach1 guide catheter and the stent delivery system was pulled forcefully. Eventually the delivery system was removed and it was observed that the balloon was broken. The mach1 guide catheter was then removed and inspected and damage was observed on the top of the device. A piece of plastic was also located within the mach1's opening. No patient complications were reported.